Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is pseudarthrosis. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI (gtin) numbers: ifuse implant, p/n 7055-90, lot# i0268, manufactured 12/28/12, expires 2017-12, UDI (B)(4); ifuse implant, p/n 7030-90, lot# 8078003804005, manufactured 09/04/12, expires 2015-09, UDI (B)(4); ifuse implant, p/n 7035-90, lot# 8175003938011, manufactured 10/17/12, expires 2015-10, UDI (B)(4).

Event description:
In (B)(6) 2013, the patient underwent right side ifuse si joint arthrodesis where three implants were placed. The patient had pain relief for two months before the pain symptoms returned. In (B)(6) 2014, the patient had an additional surgery on the right si joint where the surgeon packed bone graft into the joint but the patient's pain persisted. Based on the information provided, it is unlikely that any ifuse implants were adjusted or removed during the (B)(6) 2014 surgery. A diagnostic injection provided complete pain relief to the patient so the surgeon determined that there was pseudoarthrosis of the joint. The implants had great purchase in the ilium, but did not purchase any of the sacrum due to the patient's sacral defect. In (B)(6) 2015, the surgeon performed a revision surgery where he removed two of the implants with chisels and then placed two iliosacral screws in the holes left from the explants. The status of the patient following the surgery is not yet known.